Manufacturer narrative:
Analysis of implantable neurostimulator ins serial number (B)(4) revealed the battery was functioning okay with no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Additional information received. No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor it was reported that the device was explanted due to potential performance issue. No symptoms were reported and no further complications were noted or anticipated